Manufacturer narrative:
(B)(4). H2: correction. H6: method code - correction. H6: result code - correction. H6: conclusion code - correction to remove code 67. H6: conclusion code - additional.

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. It was indicated that the patient entered finger stick values during rapid rates of change, which is off-label usage of the device. The patient¿s partner stated that the patient was unable to feel a low bg on the same day the sensor was inserted. When he checked the cgm it was at 158 mg/dl with a low alert threshold setting of 70 mg/dl. He checked his bg which was 70 mg/dl. He was coherent but unable to speak. The patient¿s partner called an ambulance; the paramedics checked the bg which was 65 mg/dl although the cgm was reading 140 mg/dl. The paramedics administered glucose via intravenous (IV) therapy. After the glucose administration, the patient¿s bg was 160 mg/dl. The patient was not taken to the hospital. At the time of the report the patient was feeling well and was ambulatory. Data was evaluated, the data log confirmed the report of an inaccuracy. Additionally, it was determined via data that calibrations were entered during periods of rapid rates of change. The probable cause was determined to be improper calibration during a rapid rise or fall. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.